Manufacturer narrative:
We apologize for the delay in filing this report. It was an oversight on our part. We are taking measures to better schedule future filings.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The procedure was completed with another handpiece. There were no patient complications.